Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a trial patient in basic evaluation. It was reported that patient experienced pain radiating from lower back to right leg. Patient indicated the first night she had two voids that were 100% leak and the second night she woke up out of her sleep due to discomfort in her lower back. Patient stated she may or may not be experiencing nerve damage. She had the device off since 12 am last night due to having pain and numbness in her hip, joints and all over body. She was basically handicap at 2 in the morning due to having twitching, could not move and had not had control. Patient stated that it started with lower back pain while she was driving and had her device off. She was currently on her way on healthcare provider (hcp)¿s office to have leads removed. A few days later, patient further reported that she experienced dull pain feeling, inflamed nerves and numbness. Patient also stated lower back, tingling sensation that went down legs and entire backand was closer to the spine. ¿its going in and out in wave s¿. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had complete paralysis in their lower back, numbness, tingling, and no feeling at the insertion of the device after they had the test stimulation put in. They had permanent nerve damage at the time of the report. Instantly, they didn't feel good about the trial and couldn't move very well, but their hcp said it was because of the tape.